Event description:
Related manufacturer reference number: 2017865-2023-52140. Related manufacturer reference number: 2017865-2023-72676. It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the implantable cardioverter defibrillator (ICD) showed elevated capture thresholds on the atrial and right ventricular leads. The ICD was explanted and replaced but the elevated thresholds persisted. The patient was in stable condition.